Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver data log was downloaded and no errors were observed. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Receiver data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2015 and confirmed the reported event on intermittent antenna icon. The root cause could not be determined.